Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy rash all over his body after wearing the lifevest. The rash was described as hives. The patient's physician advised the patient to take an allegra tablet for the reported skin irritation. During a follow up call, it was reported that the rash was much better. There was no allegation of a device malfunction associated with the reported skin irritation.